Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed the displacement test. Unit received with cracked retainer, broken battery tube threads, fading serial number label and cracked case at battery tube side. The test infusion set/reservoir locks in place in the reservoir compartment.

Event description:
Information received by medtronic indicated that the insulin pump was broken and there was no damage or crack on retainer ring . Pump was neither bumped nor dropped . No harm requiring medical intervention was reported. The insulin pump was returned for analysis.